Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm; the target lesion length was 30mm. Pre-procedure stenosis was 100%. Post procedure was 0% stenosis. A 2.75x32mm liberte stent was deployed in the lesion. There was no attempt made for direct stenting. There was an additional liberte stent deployed to treat the dissection. The stenting procedure was a technical success. The patient was discharged 4 days later on asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months. There were no anginal complaints or silent ischemia at discharge, the patient did not experience a major cardiac event.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.